Event description:
(B)(4). My side affects started with the onset of terrible skin condition that lasted and continued to get worse for about 1 yr. At the same time I started suffering from severe joint pain hips, legs, arms, shoulders, hair loss, terrible menstrual cramps, extremely heavy bleeding, and tons of blood clots for 3 out of my 7 day cycle. My periods are so heavy that I have to use extra super tampons and a nighttime extra long pad with wings. Numbness in both my hands. Dizziness, weight gain, bloating.